Event description:
A customer reported a malfunction alarm on their pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to send a replacement pump with updated software, and they provided instructions for storing the faulty pump before returning it, as well as guidance on using the replacement pump. Additionally, the customer plans to consult their healthcare provider about backup therapy options since none were currently available.